Event description:
Customer reported she was hospitalized due to high blood glucose of 600 mg/dl. Customer stated the insulin did not work it was bad insulin. Customer stated she treated with 12 units, then 8 units, and then another 12 units. Customer stated she thought she was going to pass out but started vomiting and felt nauseas. Customer then was taken to the hospital because the insulin didn't seem to work. Customer was wearing the device at the time of hospitalization. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2014-68589.